Event description:
It was reported that a patient experienced scan errors when attempting to connect and activate a new libre 3 plus sensor for use with the ilet system. Symptoms included no blood glucose data appearing in the app prior to successful troubleshooting. Outcomes included restoration of continuous glucose data on the ilet after app reinstallation and sensor activation. Investigation included guided troubleshooting with force-closing the app, rescanning the sensor, deleting and reinstalling the libre app, signing back in, and confirming sensor activation. Investigation of this case revealed an app-related communication or configuration issue that resolved with app reinstallation and proper sensor activation, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software configuration error that was corrected through standard troubleshooting.